Event description:
It was reported that the device showed an alert for high hv impedance. A slight decrease in pli was noted on the rv lead as well. The svc vector was programmed off. Device reprogrammed to rv to can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.